Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 14 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 14 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. It was also noted that the device sensed in the atrial chamber a portion of the time while implanted with prolonged high atrial rates. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. The device was sent for further analysis and the device case was opened. However, probable cause could not be determined because no evidence of a failure found in the hybrid and no battery-related failure was determined. The "cause not established" conclusion code was selected based on the observation of a failure mode (defect, malfunction or abnormal damage), but the cause was not able to be determined through laboratory testing.